Event description:
On (B)(6) 2012: customer states via phone: she set 2ml/sec for a CT chest protocol from the powerhead. As it was injecting the male (B)(6), patient stated feeling the contrast. The technologist looked at the protocol and the powerhead read 5ml/sec. The injection was completed with a total volume of 75ml. Upon returning to the control room to initiate the scan, the control room console read 6.5ml/sec. Customer states they do not use any protocols over 4ml/sec. They did have the weekly power test of the generator that morning. During the power testing, the injector was powered off. This was the first patient of the day. No patient injury.

Manufacturer narrative:
Field service engineer (fse) could not duplicate the issue. Proper operation of the injector was verified per service checklist (B)(4). System returned to full service by the customer.